Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fluoro function board and the generator interface were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to x-ray after pressing stop during a procedure with patient involvement, therefore, this may have resulted in an aro. The emergency shut off was activated. There was no patient injury or death reported.